Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have thermal damage on the bipolar yaw pulley near the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. Components adjacent to the yaw pulley do not show thermal damage. The complaint regarding instrument burnt under the jaws was confirmed by failure analysis. The probable root cause of thermal damage to the bipolar yaw pulley is attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
It was reported that during central processing, the long bipolar grasper instrument had burned under the jaws. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.